Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced moderate dysphagia and ongoing gerd leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2014 by dr. (B)(6). -it was noted that the patient "had an excessive amount of intraperitoneal and visceral fat" that made the implant "more difficult than usual." -device explant due to moderate dysphagia and ongoing gerd occurred on (B)(6) 2017 by dr. (B)(6). A fundoplication was performed at the time of explant. -it was noted that the device was found to be above the diaphragm, "probably due to the paraesophageal hernia."